Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. During analysis, a failure event was observed which was unrelated to the reported event. As received, device was in backup operation. Analysis of device image revealed that the cause of backup operation was undetermined. After the device was restored from backup, further analysis found device to exhibit normal device characteristics without any anomalies. Longevity assessment was performed and the implant duration exceeded total projected longevity indication normal battery depletion.

Manufacturer narrative:
The reported complaint of failure to interrogate was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the device received in backup operation mode. Analysis of the device image revealed the cause of the backup mode to be undetermined power on reset condition. After device was restored, further analysis was performed and the device exhibited normal device characteristics without any anomalies. Longevity assessment was also performed, and the implant duration exceeds total projected longevity indication normal battery depletion.

Event description:
Related manufacturing reference number: 2017865-2021-38653. It was reported that the patient presented in clinic for follow up with a pulse generator unable to be interrogated. Additionally, the right atrial lead exhibited noise and low pacing impedance. The device and lead were explanted and replaced. There were no patient consequences.